Event description:
The probe tip was broken during operation. The broken tip was retrieved during the procedure and no incident report was received.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 16.5 mm from the distal end. The probe had a lot of scratches. The part of ptfe pad was deformed. The mfg history was reviewed, with no irregularities noted. As a result of eval, we have concluded that the probe tip presumably was scratched because the physician activated ultrasonic output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the probe broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling.